Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient passed away on the cycler, but the expiration was cardiac related. Upon follow up, the patient¿s pdrn confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2024. The patient¿s spouse awoke and discovered her husband had expired. The pdrn reported the patient passed away peacefully while sleeping due to a cardiac arrest. The patient¿s treatment data from (B)(6) 2024 showed the liberty select cycler had completed treatment and no alarms were present. A non-urgent call was placed to emergency medical services (ems), and the patient was taken directly to the funeral home (no autopsy was performed ¿ do not resuscitate order). The pdrn stated the primary cause of death was a cardiac arrest, and the secondary causes were deconditioning from chemotherapy and a significant cardiac history. The pdrn was uncertain if the patient¿s spouse returned the liberty select cycler to the manufacturer. The pdrn reported the serious adverse events were unrelated to the patient¿s use of any fresenius device(s) and/or product(s).

Manufacturer narrative:
Correction: g4 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was actively undergoing treatment when the events occurred. The pdrn reported the primary cause of death was a cardiac arrest, secondary to deconditioning from chemotherapy and a significant cardiac history. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Cardiac disease is the leading cause of death in dialysis patients, and mortality rates are up to 30-fold higher than the general population. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturer¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient passed away on the cycler, but the expiration was cardiac related. Upon follow up, the patient¿s pdrn confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2024. The patient¿s spouse awoke and discovered her husband had expired. The pdrn reported the patient passed away peacefully while sleeping due to a cardiac arrest. The patient¿s treatment data from (B)(6) 2024 showed the liberty select cycler had completed treatment and no alarms were present. A non-urgent call was placed to emergency medical services (ems), and the patient was taken directly to the funeral home (no autopsy was performed ¿ do not resuscitate order). The pdrn stated the primary cause of death was a cardiac arrest, and the secondary causes were deconditioning from chemotherapy and a significant cardiac history. The pdrn was uncertain if the patient¿s spouse returned the liberty select cycler to the manufacturer. The pdrn reported the serious adverse events were unrelated to the patient¿s use of any fresenius device(s) and/or product(s).